Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the ats45 device was received with the closing trigger and anvil in the open position, in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic left radical nephrectomy procedure, on the first firing the device was closed on the vessel. After firing, the device would not open. A harmonic was used to cut the device off the vessel. The procedure was completed with another like device. No patient impact reported.